Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon eval, the auxiliary pca was shorting out at the +12v line. The cause of the short was corrosion at the j2005 connector on the pca board. The source of the corrosion could not be positively identified. No adverse event resulted from the corroded pca connector. The pt received a replacement monitor.

Event description:
A (B)(6) male pt's spouse called zoll customer support to report that his monitor would not power up. The pt was issued a replacement monitor.